Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure on (B)(6)2020 and it is unknown if the ipg was placed into surgery mode. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Actions have been taken to prevent reoccurence.

Event description:
Additional information received that patient underwent surgical intervention wherein the ipg was explanted and replaced.